Event description:
It has been reported to philips that the system was stuck at 00:00 and would not boot up. The system was not in clinical use. No harm has been reported. A philips engineer inspected the system on site and identified a potential software issue of host pc. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not boot up. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc. After replacement of the flexvision pc , the system was returned to use in good working order.  The codes were updated based on the investigation outcome.